Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the battery compartment was broken, and the mother requested a replacement. The blood glucose reading was 138 mg/dl. The mother stated that there are cracks, chips, and parts are missing. It was stated that the replacement will be sent home while the customer is in the hospital. Attempted to contact the customer twice regarding his hospitalization with no results. No further information was provided.